Event description:
I ordered a product that claimed it would help track my diabetes via a headphone jack on my (B)(6) tab a tablet and that it was approved by the FDA. It's sold by center health through (B)(6), I selected the nano because it would work on android phones and tablets but when I got it and tried to get it to work it never did and the company is refusing to honor their own policy and refund me $(B)(6). The nano is a piece of junk and the company wants me to pay more money for something else that they feel will fix the problem without even making any attempts at listening to me. I'd be happy to send the device to you a long with all paperwork. This company needs to be stopped especially if the FDA never approved the device. Please give a address to send you the device. Center health needs to be investigated for claims that the FDA approved their device. FDA safety report ID# (B)(4).